Event description:
It was reported by the customer that the device was overheating during a surgical procedure at the user facility. The procedure was reportedly completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.